Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The product was returned (exact return date unknown), and the issue was confirmed. The unrecognized pumps is known with this software revision and could be fixed by repowering the console. The customer stated they re-powered, but there is no record of second boot-up in the log file. This console is also due to its sw upgrade to v8.5 which has an implemented fix addressing the unrecognized connected pump - gid-dft-1506015: pump not detected (multiple external complaints). In-house troubleshooting was not able to replicate unrecognized pump ruling out new failure mode. Per the results of the clinical review and investigation, the root cause was determined to be a known issue with the crystal of the epm on the impellatronic board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the aic does not detect the impella. The aic was turned off and on and still did not work. The impella was then connected to a new aic, and it worked without issues. There was no report of patient harm or injury.